Manufacturer narrative:
Upon investigation of the actual device used in this incident, it was determined that the malfunction was caused by drawer failure. A field service engineer checked the station and founded no issue, replaced position sensor proactively. The system functioned as intended after the field service engineer troubleshooted the device.

Event description:
It was reported by the customer that a pyxis medstation es system drawer had failed to open. Customer stated that there was a delay in the dispensing of medication. There were no adverse events or injuries reported based on this event.